Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge became damaged. The customer changed the cartridge and was able to successfully resume insulin delivery. There was no adverse impact to customer's blood glucose level.